Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5164655.

Event description:
Voluntary medwatch received states that high impedance was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.